Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The reporter indicated that the alleged meter issue started at 6:00 pm. On the day of event in 2009. About 8 days before the alleged issue began, the reporter claimed that the patient had developed symptoms of feeling tired and lethargic. According to the reporter, the patient did not take any actions related to diabetes treatment because of the alleged meter issue. The reporter also claimed that at about one week later, at 8:25 am, the patient's blood glucose was tested on a doctor's/clinic's meter and a result of "295 mg/dl" was obtained. The reporter alleged that the patient was treated with the insulin (unk type/dosage) as a result of the reported meter issue from the doctor. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimes, what his last meter reading was before the alleged issue started, and what date/time the last reading was obtained. In addition, it would have been helpful to know what actions the patient took after the meter issue began and before he went to the doctor's office. The reporter did not have the meter for troubleshooting. The reporter mentioned, however, that the meter's battery was replaced. Based on the information provided, the complaint is being reported due to the following conclusion: the reporter claimed that the patient received insulin treatment from a health care professional because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.